Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. Samples received: the sample consist of one (1) cassette units from p/n 21-7302-24 l/n 4048894, 4052410; the returned sample was received in new condition without its original package. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: sample was filled with water; the sample was connected to the cadd legacy plus to look for unusual function. Results: the sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. No actions taken were performed since the complaint was not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable, pump won't run" alarm and suddenly went off. It was reported that the pump alarmed when the disposable cassette was attached; however, after replacing the disposable with a new one, the pump no longer alarmed and worked as expected. No patient injury reported.